Manufacturer narrative:
D.9 updated as the console was returned for investigation. The investigation for automated impella controller (aic) - purge disc/flag issues has been completed. Upon examining the aic, it was observed that the purge disc retainer was broken off. The root cause of the issue was a broken purge retainer.

Event description:
The complainant reported that during preparation, it was noted that the purge disk holder on the automated impella controller (aic) was broken off. No patient harm has been reported.

Manufacturer narrative:
A.1, a.4 and a.5 are unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.